Event description:
A caller reported a malfunction on their pump, specifically encountering malfunction code 13, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.